Event description:
Underwent augmentation surgery of dow corning textured silicone implants. Went from energetic and mentally sharp to having to sleep excessively and struggling to wake up rested or getting through the day/afternoons. Gradually progressed to being unable to work full-time work by the mid-90's. I've been unable to work at all in the past 10 years. Became completely debilitated unable to make words, sentences, walk, control my limbs, extremely low bp, heart attack symptoms, shortness of breath; vertigo/dizziness, light headed/feeling faint/fainting spells, chronic fatigue, brain fog/memory loss/cognitive problems; unexplained muscle and joint pain, difficultly recovering from attempts at a 10 minute workout, hair loss, dry skin and hair, inflammation, sleep problems, hypothyroid, adrenal fatigue/deterioration; cortisol depletion, low libido, headaches/ocular migraines, nausea, ibs, sibo, leaky gut, tinnitus, metallic tastes, food intolerances; numbness and tingling in hands/feet, discoloration of limbs (red/purple, white), sensitivity to heat/sun exposure, erratic/unstable body temperature (2 degrees below normal to 1.5 degrees above normal), unexplained rashes; symptoms of lyme, (B)(6), raynaud's syndrome, hashimoto's, addison's disease, graves disease, sjogren's syndrome, pots, ankylosing spondylitis, ms, bia-alcl lymphoma, etc., fevers/flu like symptoms, chills, sweats, persistence bacterial and viral infections, candida, burning sensations, etc. By (B)(6) 2011. Many of these symptoms were present all along reaching a completely debilitating threshold by (B)(6) 2011. Have a 3" 3-ring binder of tests, specialists, etc. It doesn't hold everything - too much to list below. I have 50 of the 52 symptoms of breast implant illness symptoms. I have a 3-4 hour window to take care of the basics of life. Many days I cannot do anything. I avoid social situations due to impaired cognition and inability to recall words & carry on an intelligent conversation not to mention loss of sense of humor, creativity, etc. I've have a mountain of test run & some results. Many things also came back negative like ms, etc. I did test positive for and was treated for sibo, depression, anxiety, panic attacks, homozygous mthfr mutation, hypothyroid, anemia, ptsd. Issues with unknown causes include, but not limited to excessive physiological tremors, skin rashes, low blood pressure, chronic fatigue, dehydration, malabsorption of nutrients, diarrhea/constipation/ibs, nausea, dysphonia (loss of voice), abdominal pain, neck/back/hip/leg/ankle/feet pain, etc. Some have improved, many have not and/or continue to be debilitating. I used to be the life of the party, was described as "energetic" taught aerobics with 102 degree fever, etc. I was a master trainer, nutrition advisor, etc. I've been unable to work or exercise for years now. I've even tried volunteering to get out of the house, but have had to pull back from that too as I'm just too undependable. I prided myself on being a most dependable person. My body does not cooperate with dependability. I lived a pristine healthy lifestyle. There is no logical or medical reason to explain why my body will not function. I'm very strong willed, driven person and am unable to will myself to push through. It's like I'm a vacant shell living with invisible ball, chain and restraints both physically & mentally. Other symptoms include sensitivity to touch (I'm a touchy feely person) but cannot stand or tolerate most touches. It's like my skin is crawling or like an electrical shock. I've had all metal fillings removed, etc. Yet I continue to show metal toxicity with no known source. Lymphatic system shows severely clogged. I need to jump on my trampoline but don't have the energy. I get sudden blurry vision where I can't read at all even with glasses on. This comes and goes. I could go on. Hopefully this is sufficient. I have not explanted yet - in the process of consults, etc. Hope to explant soon. Blood clot in leg vein, anemia; I don't know how to read this. FDA safety report ID# (B)(4).